Manufacturer narrative:
Final analysis found the proximal and distal insulations damaged at 32.3 cm from the connector pin, due to clavicular crush.

Event description:
It was reported that the lead exhibited noise, around 200 ohms impedance on the pacing system analyzer, intermittent capture with a capture threshold of 0.6-0.7 v, and 0.4-0.5 mv sensing. The lead was explanted and replaced.